Event description:
The explanted products were discarded by the hospital. Therefore, no analysis could be performed.

Event description:
The patient had no clinical symptoms associated with the low impedance. The patient had surgery to correct the low impedance. Low impedance was seen during pre-op and initially during surgery. The surgeon replaced the generator and attached it to the existing lead. The impedance was 766ohms, which is not considered low impedance, but the second impedance value came back at 661ohms. The surgeon felt that the impedance was too close to "low" impedance (600ohms), so the surgeon did a full revision. The explanted products have not been received to date.

Event description:
It was reported that low impedance was identified on a patient's device. There was no known trauma or manipulation of the device. No further relevant information has been received to date.